Manufacturer narrative:
Multiple attempts to obtain additional information regarding this device and event have been unsuccessful. The device has been returned for analysis. The analysis and investigation are ongoing. A supplemental report will be filed upon receipt of new information or completion of the analysis and investigation. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, all existing leaflets were slightly stiff but flexible. All three leaflets were able to be excised during the explant. Traces of tissue deterioration due to visible mineralization were observed on two leaflets. All commissures were excised however, remnants were observed on three valve pieces. Radiography showed trace mineralization in two excised leaflets and pieces of the valve wall. Additionally, pieces of the remaining valve and native tissue along with remnants of a conduit, strands of green multifilament sutures and pledgets were also received due to the receipt condition, a detailed observation could not be determined as to whether or not a pseudoaneurysm had occurred. (B)(4).

Manufacturer narrative:
Conclusion: histopathology analysis confirmed minimal to mild presence of mineralization, collagen degeneration and pannus. There was no histologic evidence of a tear in the pieces of the valve that were evaluated, but since the valve was submitted in multiple pieces, this cannot be ruled out. Overall, a definitive cause to the reported pseudoaneurysm cannot be determined. The analyses performed were not able to confirm the reported pseudoaneurysm. However, literature has suggested several possible contributing causes of freestyle rupture (pseudoaneurysm). The kameda paper (reference below) theorized that the cause of freestyle rupture was structural injury, either from the aggressive use of forceps during implantation or the use of bioglue. Note: kameda,y., mizuguchi, k., kuwata,t., mori,t., and taniguchi,s. Aortopulmonary fistula due to perforation of the aortic wall of a freestyle stentless valve. The society of thoracic surgeons. 78:1827-1829. 2004.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this bioprosthetic valve, this valve was explanted and replaced with a competitor's valve due to an impending rupture of a trans-aortic aneurysm and aortic valve insufficiency. Upon explant, it was noted that although the valve cusp remained intact, the valve wall was torn or dissociated from the anastomotic region with the coronary artery. The explanting physician noted that when the aorta was exposed during the procedure, the wall of the freestyle valve was torn, forming a pseudoaneurysm. No other adverse patient effects were reported.